Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacture turing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 11:00:45, on (B)(6) 2023 at 21:15:20, on (B)(6) 2023 at 15:42:27, and on (B)(6) 2024 at 05:01:25, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed two (2) failed motor start attempts were logged on (B)(6)2023 at 22:07:56 and 22:08:36, indicating that the pump failed to restart after multiple attempts. Log file analysis associated with (B)(6) revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 05:00:45, indicating a loss of power. The data point prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and bat(B)(6) was connected to power port two (2) with 84% rsoc. The data point after the loss of power revealed that bat(B)(6) was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for eleven (11) seconds. No anomalies were recorded leading up to the loss of power. Of note, review of the data file revealed that the data point recorded after the loss of power revealed a significant increase in power consumption; however, no high watt were logged within the analyzed period. As a result, the reported atypical motor start parameters, failure to restart, high power and loss of power events were confirmed. The reported ¿insufficient¿ message on the controller display could not be confirmed. The reported vad stop event could not be confirmed; however, it is likely that the loss of power was perceived as the vad stop event. The root cause of the reported ¿insufficient¿ message on the controller display could not be determined due to insufficient information surrounding the event. Based on the available information, the device may have caused or contributed to the reported high-power event. Based on the historical review of similar high-power events, the most likely root cause of the observed high power event may be attributed to the increased power consumption required by pump start event following the atypical motor start event. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the atypical motor start parameters and failure to restart events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources, as des cribed in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had an accidental double battery disconnection and a vad stop a few weeks prior to being seen in the clinic. The patient reports having seen a message on the controller screen when the pump restarted that said ¿insufficient¿, but couldn¿t recall the rest of the message. A review of log file data revealed a motor start event with parameters outside the typical range and two failed restarts. It was further reported that the patient experienced a significant increase in ventricular assist device (vad) power at the time of the event, with no alarms recorded for this event on the alarm log. The patient stated that it felt like it took a while for the pump to restart. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model : 1420 / catalog : 1420 / expiration date: 31-oct-2022 / serial #: (B)(6) UDI #: (B)(4). D9: no h3: no h4: mfg date: 20-oct-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.